Manufacturer narrative:
Concomitant medical products: 5024m-58 lead implanted (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced dizziness, chest pain and "other heart related pain". The patient reported that impedance values on the right atrial (ra) lead were "lower than normal". The ra lead remains in use. No further patient complications have been reported as a result of this event.